Manufacturer narrative:
Section a4: weight: unknown/not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to (B)(6) 2026 [alert date]. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single piece preloaded multifocal intraocular lens (iol) exchange procedure was performed in the left eye. The original lens was replaced with the same model with a 21.0 diopter. The event was noted to have occurred after implantation. The patient's best corrected visual acuity (bscva) was reported as 20/20 preoperatively and remained 20/20 postoperatively. Daily activities were not affected, and no unplanned surgical interventions, such as incision enlargement were required. However, sutures were used. No medications outside the standard of care were prescribed. The directions for use were followed, and the patient fully recovered. The product was no longer available for evaluation as it was discarded. No further information was provided.